Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that implant was taking longer to charge (1.5-2 hrs from empty to full). Patient said controller showed eri message while charging implant without navigating to that screen, patient said this had happened twice and each time it happened implant battery showed empty. Patient said she understood that she had high settings and knew that she was required to charge implant battery based off those settings, just like the she had with the nevro device she's had in the past but knew that implant shouldn't take much longer than an hour on excellent to charge fully. Patient said recharger (rtm) paddle gets burning hot. During call battery pack was removed from controller, controller screen powered on from ac power supply, no damage to controller battery compartment contacts or to battery pack contacts. Once battery pack was reinserted controller started charging like normal. Controller connected to implant wirelessly. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 intellis recharger s/n (B)(6) revealed that no anomalies were found. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.